Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported the ultrasonic air sensor (uas) was alarming on a primed perfusion circuit (linked to the arterial roller pump). An air bubble detector (abd) alarm was observed. The ccp swapped out with a spare uas and alarm cleared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not verify the reported issue. Because of the severity of the reported issue, the fsr replaced the suspect sensor with new uas (serial number (B)(4)), and completed testing. The new device operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.